Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the distal end of the device had a sharp edge, the pink rubber and probe had minor chips and scratches, the electrical connector had dry fluid and the bending section was detached and loose. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the evis exera ii ultrasonic bronchofibervideoscope had no video image during an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred because air was leaking from the channel, so water entered inside the device and damaged the device. Since there were other damages in each place, we could not determine what was the cause of this phenomenon. Olympus will continue to monitor field performance for this device.